Event description:
Pt had right total knee 10/25/89. She had gotten along for a considerable length of time. Had some discomfort last august. On h&p this admit, 6/20/95, she complained mostly of trouble anteriorly; trouble bending, it squeaks, when she gets up from a sitting position & goes back down it hurts. This has bothered her for several months. Pt had surgery on 6/21/95 for synovectomy with removal of all the metal reaction; removal of the patella component; reinsertion of a 38mm patella component with methyl methacrylated & closure. Pre op diagnosis: previous total knee arthroplasty with lateral subluxation of the patella with loss of the polyethylene off the metal backed patella component, which is not cemented in; bone ingrowth; with what appears to be good fixation of the femoral & tibial components & good alignment. Po diagnosis-same with severe metal reaction in the joint.